Event description:
A malfunction alarm identified as "malf 0" was reported, and there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label within 10 days, which the customer acknowledged.